Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The pt was reportedly referred for surgical consult because "the leads were cracked". The pt denies any recent injury or trauma that may have damaged the ncp system. Revision surgery is likely. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
The products (generator and lead) were returned and analyzed. Lead analysis summary: analysis was performed on the returned lead portions and the reported high impedance condition was verfied. A break was found in one of the quadfilar coils. Electron microscopy verified the break in the quadfilar coil as having significant pitting to the point that the fracture mechanism could not be determined. It is believed that stimulation was present for a certain period of time as evidenced by the presence of severe metal pitting. The condition of remaining portions of the returned lead is consistent with that which typically exists following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin showed evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the obvious lead sections were performed with no other discontinuities identified. Based on the product analysis findings, there is evidence to suggest the identified lead discontinuities would have contributed to the rpeorted high impedance event. Generator (concomitant device) analysis summary: no electrical or visual anomalies were identified that could adversely affect device performance. The generator is operating within limits; meeting the manufacturer's final electrical test specifications. The cause of the lead break is unk. Possible lead break causes include mechanical failure; implant technique (use of suture; no strain relief) "twiddler" (twisting of the lead); violent seizure; or physical injury/accident.